Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer states, the patient was on crrt. The brown port ruptured. No blood leaked out, it was clamped on immediately. The prot was saved. Information received on 7/30/2007: she stated that, the actual udall catheter was removed and she said, the physician inserted a guidewire, removed the catheter and replaced with a new catheter. Connie was not sure if the machine caused the catheter to rupture but the hospital wanted to report on the machine and the catheter to be safe.